Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormality in manufacturing, concession, and variation. There is no repair history found for the defective part. The following descriptions were found on precautions against frozen or lost endoscopic image in the instruction manual. ·never excessively bend, pull, twist, coil, squeeze or apply a crushing force to the camera cable. The camera cable could become damaged.

Event description:
As reported by the olympus representative, there was no image yielded by the device. There is no reported harm to any patient.

Manufacturer narrative:
Additional information is not yet available for this event. The device has been returned and a device evaluation completed for it. Manufacture date is not known. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the device yielded no image. This is attributed to the faulty charge couple device (ccd) unit. In addition, the rear cover holder is cracked. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.